Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was report that the patients lead had high impedances where the bsn representative needed to program. The patient underwent a lead replacement procedure and the patient was doing well postoperatively. The explanted lead was not returned to bsn as it was discarded by the medical facility.